Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 an ilet user was hospitalized for diabetic ketoacidosis (dka). The user experienced bg levels over 600 mg/dl, remained out of range for over 12 hours, and reported symptoms of lethargy and vomiting. An insulin drip was administered for treatment.